Manufacturer narrative:
(B)(4).

Event description:
It was reported that when this pacemaker was programmed in bipolar pacing there were high pacing impedances. The health care professional reprogrammed the device to unipolar pacing in march and since then there have been several episodes which revealed noise that was being oversensed on the right ventricular (rv) channel. A lead revision was performed however, it was unsuccessful due to the patient being occluded. The device was reprogrammed from a fixed 2.0mv to a fixed 3.5mv. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.